Manufacturer narrative:
A maquet field service technician investigated the unit in question and could not reproduce the failure described. The device meets all the manufacturing specifications & successfully passed all of the functional tests. This reported failure could not be reproduced & therefore cannot be confirmed. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that the ice block was melting on the patient side. A patient was connected to the unit at the time but there was no harm to the patient. (B)(4).